Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, it was reported that the patient developed a bacterial driveline infection. The patient was treated with medication. It was also reported that the cause of infection was unknown.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause for the reported driveline bacterial infection could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specification. No further information is available, the manufacturer is closing the file on this event.